Event description:
The account alleged that when they engage the brake/steer pedal into brake, the brake caster tread holds but the brake casters still pivot 360 degrees. No injury reported.

Manufacturer narrative:
The technician found this was a four corner brake and steer base frame. The technician informed the account of the parts needed. No further information on the repair of the stretcher is available at this time.